Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for extended charge time was noted. Capacitor maintenances were performed. Two extended charge times were detected and the other charge times were normal. Device remains implanted. Patient will continue to be monitored remotely.